Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3587a, lot# lc4071, implanted: (B)(6) 2005, (B)(6) 2016, product type: lead.

Event description:
A manufacturer representative reported that on (B)(6) 2016 a surgery to remove the complete system was performed under general anesthesia. The reason for removal was the system was not in use and the consumer wished to remove it. X-rays showed the lead all twisted and bunched up. An incision was made at the dorsal area of the cervical vertebrae, and the connection between the lead and extension was cut with scissors. When using an electrosurgical cautery (monopolar type), the end of the electrode came in contact with the cautery and resulted in momentary movement of the consumer, as if receiving an electric shock. Subsequently the complete system was removed successfully, the consumer returned to the ward and received extremity examination without any abnormal result. The device was set to off and limit was set to 0v prior to the removal surgery. It was reported that the issue was resolved. The consumer's underlying disease was noted as chronic intractable pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.